Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. It was reported that the patient''s anatomy was tortuous. During the procedure, the pod coil was advanced through the microcatheter. Subsequently, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the pod coil was flushed out. The procedure was completed using pod packing coils (pod pc), and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.